Event description:
It was reported that two femoral canal tips fractured during their use in a procedure. A third tip was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
(B)(4).